Event description:
It was reported that an alert triggered for high superior vena cava (svc) impedance. The lead trend is rising. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2010. (B)(4).